Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing bending sometimes in the skin and sometimes outside of the skin event on 17-oct-2024. The blood glucose level was 280 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.